Event description:
The manufacturer representative (rep) reported an overdischarge (od). The rep attempted a physician mode reset, but was interrupted when the patient had to meet with the physician. It was noted that the patient noticed about a month prior to the report that they couldn't charge and notified the rep at that point, but the rep couldn't meet with them until the day of the call. The rep called back to report that they attempted an antenna locate and 30 minutes of a physician mode reset (prm) but were unable to interrogate. It was later noted that the rep had done 9 hours of prm with the patient but the implantable neurostimulator (ins) had not rolled over to normal charging. The rep suspected that the ins had been in od for about 60 days. The technical service specialist (tss) asked if the ins may have been flipped, and the rep stated they would have to get an x-ray. The patient noted that they felt like the ins moved position and was sticking out more. The rep called back to request x-ray images to share with the cnp to show what a flipped ins looks like, but tss was unable to provide. The x-ray results remained unknown at the time of the report. Indication for use was spinal pain.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) [s/n: (B)(4)] found the implantable neurostimulator (ins) battery capacity was reduced due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the total recharge count is 22. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2015. The device was recharged for 10 minutes and the battery charge remained at 3.555v. The battery discharged to the lock mode on (B)(6) 2015; the total therapy loss count is 8. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2015. From the initial review: the number of recorded recharge sessions is 19; the typical duration is 1.6 hours, the typical interval is 4.8 days, and the typical coupling is zero bars. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative on 15-aug-2016 reported that the implantable neurostimulator (ins) was explanted last week and it was not flipped when removed. It was also reported that there were problems charging after a fall. There was no patient death reported. After the device was removed, the patient recovered without sequela.

Event description:
Additional information received from the consumer reported x-rays were performed around (B)(6) 2016 where it was reported the implantable neurostimulator (ins) was turned around/flipped. The healthcare provider (hcp) was calling the consumer¿s insurance company to get permission to ¿turn it back around normally.¿

Event description:
Additional information received from a manufacturer representative reported that x-rays were taken to determine if the implantable neurostimulator (ins) was flipped. Based on the x-ray received it was unable to be determined if the ins was flipped.

Event description:
It was reported that the patient first noticed no stimulation about 2 months ago. A power on reset was seen on (B)(6) 2016 but was not yet cleared at the appointment due to time restraints. The patient had not followed up with their x-ray to determine if the battery had flipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.